Event description:
The system 5 dual trigger rotary handpiece was sent for eval because the trigger would not release on the device which caused the device to continue to run and the attachment continued spinning. The device caught the scrub tech's glove, resulting in a finger sprain. The scrub tech was sent to the ER and given a splint for the finger, as a result the tech was ordered off work for two days. The procedure was completed with a readily available alternate device without any procedure delay. No further info has been provided by the account regarding this event.

Manufacturer narrative:
It was noted during failure analysis that the root cause failure is the straight pin was found to be sticking in the trigger assembly.